Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data was reviewed and determined that patient median value of the negative population for the lot is within established baselines confirming no systemic issue for the lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained reagent kit. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for architect total b-hcg lot number 45625ud02 was identified.

Event description:
The customer stated that a false positive architect total b-hcg result was generated for a 42-year-old female with a clinical diagnosis of pelvic inflammatory disease. The first test result was 1452.21 miu/ml (positive). The sample retested negative twice at <1.2 miu/ml. The negative result was reported. No impact to patient management was reported.

Event description:
The customer stated that a false positive architect total b-hcg result was generated for a 42-year-old female with a clinical diagnosis of pelvic inflammatory disease. The first test result was 1452.21 miu/ml (positive). The sample retested negative twice at <1.2 miu/ml. The negative result was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.